Event description:
Customer reported an unknown cause for a high blood glucose level, which was indicated as "high" on both cgm and bg meter. There was no specific value provided, but there was no adverse impact to the customer's blood glucose level. The customer took corrective action by administering a correction injection via mdi, confirmed that there were no issues with the infusion set or tubing, and planned to consult with their healthcare provider to verify pump settings. There was no further assistance required from technical support.